Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 296 mg/dl while unable to remove the connector adapter during a supply change due to dexterity limitations. The user planned to wait for assistance before completing the supply replacement. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.